Event description:
It was reported that a patient had an intraocular lens removed and replaced with the same type of intraocular lens. During the procedure the incision was enlarged however no suture was required. The lens was noted to have a broken haptic due to user error and was discarded. No patient injury or complications occurred.

Manufacturer narrative:
(B)(4). All pertinent information available has been submitted.